Event description:
A customer reported receiving higher than feels readings on unspecified date(s) in (B)(6) 2008 using a precision xtra blood glucose meter. Readings and strip lot information were not available. The customer further reported on an unspecified date in (B)(6) 2008, while visiting a friend in the hospital and after eating a meal in the cafeteria, he experienced symptoms of sweating and dizziness followed by a loss of consciousness. The customer was diagnosed with hypoglycemia and treated on the scene with unspecified intravenous fluids. There was no death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.